Manufacturer narrative:
The field service engineer (fse) observed the data plot had shifted to the upper left on the scatter plot. The fse replaced tubing at the retic clear pump and diff mix chamber. He also replaced the e-lyse pump and three-way solenoid valve (including tubing) and performed vcs optimization to resolve the left shift condition. He also found the lh500 gave pak out error messages halting instrument operation and he replaced the pak level sensor, and vacuum overflow chamber and relocated the diff pak to table level to prevent de-priming of the e-lyse reagent. Upon recur, the failure mode identified will likely cause erroneous differential and or retic results due to improper erythrolyse or retic clear delivery to the mix chamber. (B)(4).

Event description:
The customer reported they have noticed the diff scatter plot has shifted on samples run on their lh500 instrument. Erroneous diff results were not reported out of the lab. In addition, there was no death, injury, or change to patient treatment in connection with this event.